Manufacturer narrative:
The event occurred in (B)(6). This complaint has not been confirmed. Device not returned for MFR. It appears that the head of the toothbrush broke off, or the disk became detached. No injury was reported, no medical attention was reported to have been sought. This is being reported as a malfunction; choking is possible as a result of the disk detachment.

Event description:
Complaint indicated the following: "consumer called to complain that product is poor quality, the heads pop right off of the toothbrush".